Event description:
Device 1 of 2. Reference MFR report # 1627487-2010-02089. The pt received her scs system including two percutaneous leads and an ipg on (B)(6) 2005. This pt uses a wheelchair and sits bent forward while favoring one side. It was reported that the leads migrated and the pt lost stimulation to the desired areas. The pt was reprogrammed repeatedly but the alleged issue continued. The leads were surgically repositioned on (B)(6) 2008. No product was explanted. No further information is available.

Manufacturer narrative:
Device 1 of 2. Eval: method: the device history and sterilization records were reviewed. Results: review of the DHR found a nonconformance related to the product, however, the nonconformance was identified as a cosmetic issue and did not affect product integrity or product functionality and was approved for use. The DHR anomaly is not related to the alleged device failure. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.